Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller that they would receive a replacement pump with updated software. The customer reverted to an alternate method of insulin therapy.